Event description:
It was reported that the patient had blisters at the ipg site post charging session. It was noted that when removing the charging patches it pulled the blistered skin off and were leaking. The charger will be returned for analysis.